Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetic ketoacidosis. The caller stated that the customer had a stomach virus and a possible liver issue that may have led to the customer's passing. The customer¿s blood glucose was over 500 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer's insulin pump may have run out of insulin but they are unsure if this happened before his collapse, as it appeared that he was trying to get to their insulin supplies. The customer was not using sensors. The customer was on a prescription medication that made them sleepy. The caller declined to return the insulin pump for analysis as it was discarded.